Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * please provide the lot number. * when was the needle detached/came off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify for each of the 4 involved devices. * procedure name? * please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via 2210968-2023-07133, 2210968-2023-07134, 2210968-2023-07135.

Event description:
It was reported that a patient underwent an unknown procedure on 06-sep-2023 and suture was used. The suture came off from the needle. There was no delay and the procedure was successfully completed with no adverse patient consequences. Additional information has been requested.